Event description:
It was reported a cartridge change error occurred, but there was no reported adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean various components of the pump and attempted to load a new cartridge, but the error recurred. Despite the pump being out of warranty, technical support decided to replace it.